Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2021, further described as "in the last week". The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the side seam. This was identified after filling. There were no noticeable damages on the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 22, 2021 to april 23, 2021. H10: two (2) actual devices were received for evaluation. Unaided eye visual inspection was performed and a tear at the lower left side edge of sample 1 and two tears at the lower left side edge of sample 2 was observed. A functional testing was performed which revealed a leak at the lower left side edge where the tears were located of both samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.